Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated damage at implant. The analyst noted that blood and tissue visible inside returned helix. Once helix extended, it was found to be bent, damaged at implant attempt.

Event description:
It was reported that the patient's right ventricular (rv) lead was attempted but not used during implant. The physician noted that there was placement difficulty with the helix. Specifically, the helix was "catching" on the way into position, and would not stay in desired location. The helix would not extend properly. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.